Event description:
It was reported that there is a system failure. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d4: UDI - (B)(4). H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a damaged battery cover, cracked housing, a damaged and cracked front label, cracked peep and CPAP knobs, damaged input/output label, loose input manifold on the bottom chassis, damaged alarm cable harness, nicked timing valve cap and damaged rfv. During the functional testing, continuous flow was observed. Multiple damaged components were found. The cause of the issue was found to be an impact of the device. No action was taken. The device has been deemed beyond economical repair due to the condition. It will be be scrapped on-site or sent back to the customer unrepaired. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.